Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited oversensing of myopotential noise and high out of range pacing impedance measurements greater than 2,500 ohms. The patient was not dependent on the ra lead. The device was reprogrammed to vvi and the physician will continue monitoring. No adverse patient effects were reported. Available information indicates that the product remains implanted and in service.